Manufacturer narrative:
(B)(6). Complaint conclusion: the cashmere was returned for analysis. The actual coil was not returned; however, the detachment fiber was noted to have melted above the detachment zone in the form of a ball. The device positioning unit (dpu) and the connecting cable passed electrical testing. The root cause of the complaint could not be conclusively confirmed; however, the most likely root cause of the non-detachment following by an unintended detachment inside the microcatheter was due to the detachment fiber melting above the detachment zone. The melting detachment fiber formed a ball which most likely captured the coil temporarily before releasing it during retraction. Since there was no confirmed manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The cashmere 14 coil could not be detached. The connection cable was replaced; but it could not be detached. As the coil was being pulled back in the excelsior 1018 microcather; it detached unintentionally.